Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. In (B)(6) 2018, the patient presented for a coronary angiogram with percutaneous coronary intervention. Vascular access was obtained via the radial artery. The 95% stenosed, 2.5mmx10mm, concentric, de novo target lesion with a bend of more than or equal to 90 degrees was located in the severely tortuous and moderately calcified diagonal branch of the left anterior descending artery. A 2.50x12mm synergy drug-eluting stent was advanced for treatment. After multiple failed attempts to cross the lesion, the device was removed from the patient and the procedure was discontinued. In (B)(6) 2019, the patient returned to the hospital for another coronary angiogram. It was noted at this time under fluoroscopy that an undeployed synergy stent was in situ in the coronary artery. The vessel was patent with perfusion distal to the stent. The physician was able to remove the synergy stent by snaring technique. The patient was well and was treated accordingly. There were no patient complications or adverse events reported due to this event.